Manufacturer narrative:
(B)(4).

Event description:
The charging cable has been received for evaluation. An external visual inspection was performed and passed. A usb cable load test was performed and passed. The reported event of the overheating of the charging cable was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the charging cable was overheating. No additional event or patient information is available. The charging cable has been received for evaluation. A follow up report will be submitted when the evaluation is complete.